Manufacturer narrative:
(B)(4).

Event description:
Device 1 of 2. Reference MFR report: 1627487-2016-02423. It was reported the patient was not receiving stimulation in desired location. The patient underwent surgical intervention where his percutaneous leads were replaced with a paddle lead. The patient is now receiving effective stimulation.